Manufacturer narrative:
G4: 10apr2020. B4: 17apr2020. The front bezel was returned to the manufacturer's failure investigation (fi) laboratory for evaluation. Visual inspection of the front bezel revealed evidence of dried fluid/droplets on the surface of the component, and the leads/flex cabled was discolored.. The front bezel was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation component failed testing related to the navigation ring (nav-ring) . Leds (light emitting diode) did not light and track accordingly, nor respond in all locations normally. The nav-ring also failed resistance testing. The reported complaint of a nav-ring was duplicated. Contamination was deemed to be the root cause of this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) encountered the nav-ring failure during service. There was no patient involvement.